Event description:
Further follow up identified the patient received 4 leads of the same lot number (4105768). Additionally, prior to the lead repositioning surgery the patient experienced discomfort due to a superficial lead which was resolved post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) scs lead was being superficial. Surgical intervention was taken on (B)(6) 2016 where the lead was buried deeper and resutured which resolved the issue.